Event description:
It was reported that there was a power on reset (por) condition. Symptoms included no stimulation. The device was near end of life (eol). The patient stopped using her device up until november 2014. Upon interrogation, the implantable neurostimulator (ins) was in por with factory setting: 0-3+, 210 pulse width, and 31hz. They increased to 4.2v and the patient felt good stimulation. Currently, the ins battery was display okay. The caller did not have any old parameters to conduct a longevity calculation. The device was not explanted or replaced. The device was in continuous mode. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 3888-28, lot# l38806, implanted: (B)(6) 1996, product type: lead. (B)(4).